Manufacturer narrative:
A field service engineer (fse) went onsite and was unable to duplicate the reported issue. The fse replaced the central processing unit (cpu) printed circuit board assembly (pcba) due to the error code occurring in the event log for preventative measures. The device passed required performance verification tests per philips standards and was returned to service. Product UDI is corrected.

Manufacturer narrative:
The central processing unit (cpu) printed circuit board assembly (pcba) was returned for failure analysis. Testing of the cpu pcba resulted in a no problem found.

Event description:
Philips received a complaint from the customer on the v60 device indicating that while performing periodical device checking, the error "backup alarm failed" (diagnostic code 1104) occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
H10 g - contact office phone number: (B)(6). E1 - reporter phone number - (B)(6).